Event description:
Push button device failed to retract needle completely into cover. Potential for dirty needle sticks. Second device fell apart at bed side. Ref report: mw5170640.

Event description:
Additional information received on 07/02/2025 for mw5170639 to update manufacturer. Push button device failed to retract needle completely into cover. Potential for dirty needle sticks. Second device fell apart at bed side. Ref report: mw5170640.